Event description:
Customer reportedly received results of 70 mg/dl and 110 mg/dl within 1 minute on the aviva system. The customer felt nauseous at the time of the readings and was able to self-treat with juice. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.